Event description:
During coronary intervention rotoblator burr broke off from dmve shaft resulting in coronary perforation and dissection. Dr is writing to report a severe adverse device failure which occurred on 12/12/97. A 58 yr old woman with cardiomyopathy and 2-vessel cad underwent intervention of a 25 mm long lad lesion involving a large first diagonal branch. The original plan was to do rotablator of the proximal portion of the lad and diagonal and then implant a multilink stent to the lad. The rotablator wire was easily passed into the diagonal and a 1.5 mm burr connected to the motor drive unit and tested outside the body at 180,000 rpm. This proceeded without difficulty. The burr was then advanced to the proximal portion of the left anterior descending where it was again platformed to 160,000 rpm and then advanced into the lad lesion. After approx 10-15 seconds there was a snapping sound, the rpm's went up and hcp stopped the device. The flush solution was running without difficulty throughout this time. The burr was then attempted to be retracted into the catheter but was lodged in the artery. Attempts at using the dynaglide to remove the burr had no effect. Finally the burr was extracted by manual pressure. After removing the burr into the guide catheter, the first injection of the coronary showed a large perivascular staining and dissection around the proximal portion of the lad. The burr was seen to be free floating on the wire and withdrawal of the rotablator catheter did not correlate with movements of the burr. At this point, the entire sys was removed under fluoroscopic guidance. The guide catheter, wire, and burr tip were removed from the body and saved for return to the co. The vessel was then rewired and stents were placed in the lad. There was continued staining into the septum which then resolved after prolonged perfusion balloon inflation. The pt ultimately did well, and with the exception of a poor result in the diagonal, the procedure was successful. Dr's opinion, dislodgment of the tip from the shaft of this device resulted in perforation and dissection of the proximal anterior descending. Fortunately, hcp was able to extract the burr. Obviously, failure to extract the burr, resulting in continued occlusion of the left anterior descending, would have required emergency surgery. In this pt, this could have been catastrophic. She had a resting ejection fraction of 15% and was undergoing the procedure on interaortic balloon pump support. Fortunately, dr was able to extract the burr and clinically she did well. The entire sys, including the wire burr, fractured shaft, and motor drive unit are being returned for your review. This incident should be fully investigated and report to the FDA.